Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button was not responsive. The customer's blood glucose value was unknown. The insulin pump reject new battery, alarm unexplained no delivery and had cracks on body of insulin pump on top of right corner. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm, failed battery alarm and back light anomalies due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act. Device received with cracked case and cracked case at the display window corners. (B)(4).